Manufacturer narrative:
The insulin pump was received with act and up buttons unresponsive due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.

Event description:
It was reported that customer received a button error alarm. It was also reported that buttons were sticking. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with act and up buttons unresponsive due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.